Event description:
A surgeon reported product was seen in the subretinal fovea of the pt's eye approximately three months following vitreoretinal surgery for a retinal detachment repair. Pt impact is unk at this time. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. Directions for use (dfu) state, "at the conclusion of the surgical procedure perfluoron must be completely removed from the eye and replaced with an appropriate vitreous substitute." Additional info was been requested on 12/22/2008 and 01/07/2009.